Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.

Event description:
Complaint alleges: it was reported that "the catheter was used 4 weeks; the balloon emptied itself spontaneously. By inspection of the catheter there was a leak below the balloon." No patient injury reported. Patient current condition is reported, as fine.